Event description:
Information was received indicating that a smiths medical cadd solis vip pump goes into upstream occlusion every time the unit pumps. The issue was discovered during testing and there was no patient involvement.

Manufacturer narrative:
Other, other text: returned device was received corrosion in the battery compartment. During the evaluation of the device "no, the reported "upstream occlusion" problem was not duplicated. The pump was occlusion tested and was found to operate properly. When the pump was run in pmu mode the sensor correctly reflected the pressure on the sensor. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump goes into upstream occlusion every time the unit pumps. The issue was discovered during testing and there was no patient involvement.